Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: gwbc30, lot #: unknown, ubd: unknown, UDI#: unknown. P130021 pertains to the delivery catheter system, (B)(4) pertains to the guidewire. Product analysis: the device was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the delivery catheter system (dcs) was inserted into the right femoral artery. A 16 french sheath was used with a sheath exchange. The minimum access vessel diameter was 7 mm. It was noted that the resistance was felt while advancing and that the patient experienced pain. Hypotension occurred. Angiography revealed a perforation of the femoral artery. The dcs was removed and a balloon was inflated in the abdominal aorta to control bleeding. A cut-down surgery was performed, and the femoral artery was repaired with a stent. The valve was unable to be implanted. Per the physician, poor wire position and slack combined with a steep angle of entry contributed to vessel injury at the access point caused by the dcs nosecone. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: a device history record (DHR) review was not completed; it not required as the event description does not indicate a potential manufacturing issue. There was no information to suggest a device quality deficiency related to this event. Access site complications such as femoral perforations are listed in the device instructions for use (IFU) as potential adverse effects and can occur during any percutaneous intervention. These events are typically related to patient factors (vessel diameter, tortuousity, etc.), and/or procedural effects (sheath used, user technique, closure device, etc.). It is possible that poor wire position and slack combined with a steep angle of entry contributed to vessel injury as reported by the physician, but an assignable root cause cannot be determined without review of additional information. The reported hypotension is also listed in the device IFU as a potential adverse event, and was likely a result of the reported perforation. If information is provided in the future, a supplemental report will be issued.